Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery after a percutaneous transluminal angioplasty using a 6f sheath. After the cuff miss, a new proglide was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.